Event description:
During a remote follow up, episodes of undersensing were observed on the device. No intervention has been performed. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.